Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Upon receipt of the sam360p device at heartsine the device was unable to be powered on via the on/off button with flashing green status indicator led observed. This was attributed to corrosion beneath the on/off button dome and its contact pads of the membrane pcb. This had resulted in the button failing to make contact with the membrane pcb, and therefore the device being unable to be powered on, as per the reported fault. The fault could not be replicated after the corrosion was cleared. The corrosion beneath the on/off button and its contact pads on the membrane pcb, alongside corrosion on the device screws, membrane tail and the multiple temperatures below the indicated minimum of 0ºc, as low as -4.4ºc recorded on the (B)(6) 2022 would indicate that the device had been stored outside the indicated conditions. The customer's device shall be scrapped and replaced.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer's device has not been returned for evaluation. The reported issue could not be verified or duplicated, and the cause of the reported issues could not be determined.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.